Manufacturer narrative:
Pc-(B)(4). Batch # n55r42. Additional information was requested, and the following was received: could you please clarify if was the staple line complete? - no. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)?- unknown. Did the device cut?- yes. If the device cut, was the cut line complete?- no. Were the cut line and staple lines equal?- unknown. Did the reload begin to staple and cut, but then jammed?- yes. Did the device staple, but there was no cut line?- no. If the device cut and stapled, were there any staples missing from the staple line?- unknown. Could you please clarify if there were any patient consequences?- unknown. Could you please clarify if was any change in the post-operative care of the patient as a result of the event?-unknown. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. As no anvil was returned for evaluation, we are unable to investigate further the issues of ¿partial fire, staple retention and retaining cap issues". In addition, the tlc10 device was received with no reload present. No functional test was performed due to condition of the device. The event described could not be confirmed as the device was returned without anvil. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the surgeon tried to use the device for a radical cystectomy procedure (illeo-illeal anastomosis). The staples popped out from the pockets when the surgeon removed stapler retaining cap. Surgeon tried to fire a new tcr10 but couldn't complete the firing. The surgery was delayed by 20-minutes.